Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's right ventricular (rv) lead was capped for an unknown reason in a procedure on (B)(6) 2024. Post-procedure the patient status was unknown.